Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr), prolapsed posterior leaflet and prolapsed anterior leaflet flail for a mitraclip procedure. During the procedure, one mitraclip was implanted. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, the patient returned for a transthoracic echocardiogram (tte) where it was determined that the posterior leaflet has increased mobility and mr reoccurrence. It was noted that clip was stable on both the leaflets. Per the physician, partial clip movement was due to pre-existing patient anatomy. Mr was grade 3. Physicians are planning for the additional procedure but not finalized if patient will be treated.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined that the reported migration (partial clip movement) appears to be related to patient morphology/pathology. The recurrent mr appears to be related to the partial clip movement. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.